Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced endocarditis. Methicillin-resistant staphylococcus aureus was identified. The complete implantable pulse generator (ipg) system was explanted and a temporary ipg was placed through the internal jugular vein and placed on neck. The temporary system was then replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.